Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the customer continued using the pump for insulin therapy after resetting the pump until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.